Event description:
The patient reported poor communication screen on the programmer. They could not connect since (B)(6) 2016, they were in pain but programmer would not connect. They had not needed to use their stimulator in a while, they did not know when their stimulator was last used but had not been charging it. They were no able to connect with the recharger. The reason for not charging was that they did not need it. The symptoms changes had been gradual. They were in a lot pain on (B)(6) 2016. On (B)(6) 2016 the manufacturer representative (rep) reported that the device had not been charged since march. They had an MRI around that time and radiologist was doing something with the device and it had not worked since then. An attempt at an antenna locate (al) feature was done and was able to reach 122. Almost immediately after the physician mode recharge (pmr), the power on reset (por) appeared and then the recharging screen with six bars. It was reviewed that they continue recharging and clear the por as soon as 25% was reached on the ins. The rep stated that they were going to let the patient charger and they would then clear the por with the clinician programmer. It was noted that it was in (B)(6) when the patient tried to charge and could not. Other relevant medical history includes non-malignant pain. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.